Event description:
It was reported that the locking part does not work properly. The event timing was during kit inspection. No harm or delay were noted. No adverse events were reported as a result of this malfunction upon investigation, the lock portion was caught when the pin was inserted.

Manufacturer narrative:
This complaint is recorded by zimmer biomet (B)(4). Review of the most recent repair record determined the lock portion was caught when the pin was inserted and it was disassembled, corrected, and checked for operation and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.